Event description:
It was reported to vyaire medical that the bellavista1000 us stopped venting while on a patient. Furthermore, there was no patient harm associated with this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: vyaire medical went onsite and pulled the logs on vent. Vyaire technical support determined the logs was a fsca issue. Error was unable to duplicate. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation, however, an investigations performed on similar cases by imt proved that this failure can be reproduced in the lab and the ventilation keep continuing with the last applied setting. This failure classified as "permanent apphang while device in standby mode". As a resolution, bug fix improvements will be implemented on next sw release.